Event description:
This atrial lead was noted, on during a follow up visit on (B)(6) 2013, due to lead dislodgement. Patient will be assessed. And most likely, will have a lead repositioning done. The physician was dr. (B)(6) at (B)(6). No additional information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).